Event description:
Study event. Device malfunction: none. Time of malfunction: after procedure. Symptoms/ae: hypotension. It was reported that one day after an uneventful left common and internal carotid artery stenting procedure, the pt experienced an episode of blurred vision in the right hemifield which resolved in 30 minutes. The pt also experienced orthostatic hypotension. Vasopressors/inotropes were administered. The pt was symptomatic for 4 days and was discharged to home five days post-procedure. Reportedly, his condition is improved but continuing. Though requested, no add'l info was available.

Manufacturer narrative:
The stent remains in the pt; the stent delivery system was discarded. The lot number was provided. A review of the device history for this lot did not produce any findings relevant to this report.